Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. It was reported that three perclose sutures were used to control access site bleeding. In addition, while on support the patient had lost distal pulses. The device was explanted in the procedural area.